Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The disease was angina pectoris (ap). The lesion was predilated with an unspecified balloon; however, the 3.00x32mm taxus express2 drug eluting stent (des) was unable to cross to the lesion due to the severe calcification. The physician attempted to withdraw the des from inside the pt but it was unable to be pulled into the guiding catheter. The physician then tried to withdraw the des together with the guide catheter and the des stent dislodged in the right coronary artery (rca) which was severly calcified and severely tortuous on the proximal side of the lesion. The dislodged stent was retrieved by a snare and the procedure was successfully completed with another of the same device. The pt's current condition is listed as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.